Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call, differences in their sensor glucose readings versus their blood glucose readings. Sensor glucose reading 89, blood glucose reading 155 mg/dl. It was also reported that the customer's insulin pump went into threshold suspend. Troubleshooting occurred. Advised sensor would be replaced.